Event description:
The customer called and reported that the battery icon on the insulin pump was unreliable. The customer stated the battery icon showed a full battery for just a short period, changed to low battery status, and went back to full battery after some time. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No unexpected low battery alarm noted. The insulin pump was received with minor scratched display window.